Event description:
Boston scientific received information that, during a pocket revision procedure, this pacemaker was removed from the pocket and manipulated. Pacing inhibition and asystole were observed. This pacemaker was placed back in the pocket, and pacing resumed. This pacemaker was removed from the pocket a second time, and once again pacing inhibition and asystole were observed. The lead polarity was confirmed to be in bipolar configuration, and the lead safety switch was not activated. This pacemaker was removed from the pocket for a third time, and this time pacing continued. No atrial high rate episodes had been stored and after the procedure provocative maneuvers and pocket manipulation were performed without anything noted. This patient will return for normal follow-up and wound check in 3 months. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.